Event description:
Consumer complaint of low blood results. Customer calling concern with the result being too low. Customer state that his expected results are 130-160mg/dl. Customer states he is getting very low results, 66mg/dl and 88mg/dl. Verified the strips expire on 02/26/2015. Checked memory for previous results: (B)(6),10:08am, 104; (B)(6), 10:04am, 95; (B)(6), 10:36am, 114; (B)(6), 10:34am, 89; (B)(6), 11:49am, 69; (B)(6), 10:11am, 89. Ran back to back blood tests: results obtained were 108 and 105. Based on the customers expected results (160) and the lowest result in memory (69), the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
Product not returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.